Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j0058172r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Indications for use were non-malignant pain and failed back surgery syndrome. The patient had the neuro pump removed due to the patient not responding well to the device. The physician tried 3 different surgeries but the device just didn't work. Drug and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider stating that a new pump was placed on (B)(6) 2007 and removed on (B)(6) 2007. The patient first started not responding well to the infusion pump on (B)(6) 2007. It was reported that cultures were taken of seropurulent fluid and reported abundant white blood cells (wbc's) and rare gram positive cocci. The patient was afebrile and alert with no pump site pain. The cause of the patient not responding well to the infusion pump was determined to be an infection surrounding the pump site. The patient had not been since at the clinic sine (B)(6) 2009. The pump system was infusing dilaudid (10mg/ml at 0.5mg/day). Other medications the patient was on included zanaflex, miralax powder and percocet.